Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the final investigation. Updated fields: d9, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: instrument/suction channel. Cfu: >1 cfu. Bacterial identification: staphylococcus warneri. The device was evaluated where foreign material was found in the instrument/suction channel and a tear/scratch was found inside the channel wall. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: after the in-service staff told ess that they do not brush the scopes and do not have brushes to brush the scopes. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The channel of the endoscope and all accessories used with the endoscope during the patient procedure must be cleaned and disinfected/sterilized after each patient procedure, even if the channel or accessories were not used during the patient procedure. Insufficient cleaning and disinfection/sterilization of these components may pose an infection control risk to patients and/or operators. Be sure to thoroughly brush the inside of the instrument channel, the instrument channel junction and the instrument channel port of the endoscope. Insufficient brushing may pose an infection control risk." A definitive root cause could not be established. Based on the investigation, the most probable cause of the reported patient infection was not established, as the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause of the tear/scratch inside the channel wall is traced to a component failure due to an identified stress problem. Additionally, the most probable cause of the foreign material in the instrument/suction channel was not established, however a stress problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported a patient infection occurred after the cysto-nephro videoscope was used for a diagnostic cystoscopy procedure. The patient developed symptoms of frequent urge and mild penile pain. A urine culture was collected seven days after the procedure and was positive for enterococcus faecalis. The amount of the bacteria was reported to be low. The patient received ciprofloxacin for treatment. The patient had since recovered. It was noted that the patient was not a carrier of the bacteria before the procedure. No further patient impact was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.